Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with following pre-op diagnosis: collapse, instability, positive localizing diskography with diskogenic pain at the l4-5 level. Patient underwent following procedures: left pararectus retroperitoneal approach to the spine with mobilization of the vessels and exposure of the anterior annulus at l4-5, nuclear diskectomy, partial vertebrectomy by removal of vertebral body osteophytes, bilateral neural foraminotomy and microneurolysis, monitoring with somatosensory evoked potentials, open reduction internal fixation using an large footplate with a 14 mm side strut and 6 degrees of lordosis, fusion using autogenous bone and rhbmp-2/acs, use of image intensifier for cage placement. As per operative notes,¿ the cage was then filled with autogenous bone harvested during the decompression part of the procedure, and rhbmp-2/acs was also positioned within the cage.¿ no intra-operative complications were reported.